Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that "dr (B)(6) cleaned the insertion site (right subclavian area), when he tried to insert the introducer needle 18ga x 6.5cm (that was attached to the raulerson syringe) it broke off just below the hub."

Manufacturer narrative:
(B)(4). The customer returned the product lid stock and a broken introducer needle for evaluation. Both the needle hub and cannula were returned. Visual examination revealed that the needle cannula was broken and separated at 1mm below the hub. A cross-section of the broken ends of the cannula revealed they are oval shaped indicating that the cannula was bent during insertion. Microscopic examination confirmed the oval shaped cannula. No other damage was observed with the needle hub or cannula. The separated cannula measured 62 mm in length from the broken end to the needle bevel tip. Approximately 1 mm of the needle cannula is visible protruding from the needle hub. The outside and inside diameter of the cannula were measured and were found to be within specification. The needle hub was attached to a lab inventory male luer syringe and the fit was secure. A device history record review was performed and no relevant findings were identified. Other remarks: the reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context caused or contributed to this complaint.

Event description:
It was reported that "dr (B)(6) cleaned the insertion site (right subclavian area), when he tried to insert the introducer needle 18ga x 6.5cm (that was attached to the raulerson syringe) it broke off just below the hub.".